Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr 10cm glidesheath slender was received for product evaluation. No other components were received for product evaluation. The sheath was subjected to visual analysis. The portion of the sheath that connects the hub was folded in reverse. The inner diameter of the tip of the sheath was measured to be 1.79 mm which is within specifications (1.69mm - 1.80 mm). The complaint can be confirmed for the sheath/catheter mechanical separation. Strong withdrawal forces could have led to complete reversal and folding of the sheath. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Weight - (B)(6) kg. Implant date (2021 reports): implanted date: device was not implanted. Explant date (2021 reports): explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when a sentinel device was removed from a patient, the 6 fr. Glide sheath slender separated into two pieces, where the sheath "tube" and the hub connect. Ultimately, the sentinel device and sheath were successfully removed from the patient and a hematoma was present at the radial access site. Patient was in stable condition. There was no patient injury or medical intervention. Hematoma was managed and no surgical intervention was required. The procedure outcome was successful. Additional information was received on 22april2021: there was no blood loss. Additional information was received on 28april2021: procedure was a tavr (transcatheter aortic valve replacement). There was some resistance when removing the device from the patient the it was not the smoothest removal. But not enough to require significant force. Additional information was received on 11may2021: a sentinel device is an embolic protection device used during tavr to help reduce the risk of stroke.